Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose around 2 weeks ago. Customer¿s blood glucose value was between 200 to 300mg/dl. The customer was treated with insulin drip & flex pen. The customer declined to troubleshoot on high blood glucose value. The insulin pump will be returned for analysis.